Manufacturer narrative:
The hospital biomed tested the unit and the reported complaint could not be duplicated. The unit was found to function within specification. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. There was no reported patient injury.